Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be depleting faster than expected. The patient has been seen several months ago, and the longevity remaining was about two years. At the most recent follow-up, the longevity remaining decreased to three months. A save to disk was sent in for engineering analysis, and it was confirmed that there was a gradual increase in power consumption. Technical services recommended device replacement within 90 days as the device has declared elective replacement indicator (eri). At this time, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device <<was/was not>> included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be depleting faster than expected. The patient has been seen several months ago, and the longevity remaining was about two years. At the most recent follow-up, the longevity remaining decreased to three months. A save to disk was sent in for engineering analysis, and it was confirmed that there was a gradual increase in power consumption. Technical services recommended device replacement within 90 days as the device has declared elective replacement indicator (eri). At this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted and replaced successfully. Additionally, the device was returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be depleting faster than expected. The patient has been seen several months ago, and the longevity remaining was about two years. At the most recent follow-up, the longevity remaining decreased to three months. A save to disk was sent in for engineering analysis, and it was confirmed that there was a gradual increase in power consumption. Technical services recommended device replacement within 90 days as the device has declared elective replacement indicator (eri). At this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted and replaced successfully. Additionally, the device was returned and is in the process of device analysis. No additional adverse patient effects were reported.